Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a patient was intubated, the cuff of a tracheal tube burst. The product was inspected prior to use and no defects were found. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Covidien reference: (B)(4). The sample was not returned. The manufacturing guidelines were reviewed and found acceptable to detect the reported malfunction. An inflation deflation test is performed on all products prior to release of the lot. The reported complaint could not be confirmed.